Manufacturer narrative:
Integra completed its internal investigation 2sep2015. The investigation included: method: review of complaint management database for similar complaints. Results: since the complaint was not issued to a specific biopatch fg lot, device history record (DHR) could not be reviewed and retain samples could not be evaluated as part of the investigation. As part of the quality control incoming inspection process, process controls are in place to mitigate release of non ¿ conforming material for production use. As part of the manufacturing process, process controls are in place to mitigate release of non ¿ functional devices (insufficient release of chg). In addition, fg lots are sterilized. A total of (B)(6) biological indicators plus a control are sent with the pallets. Sterility testing for the biological indicators (bi¿s) is performed. The quarterly bioburden trends for the past 24 months ((B)(6) 2015) performed were reviewed and no bioburden tests out of specification were reported for biopatch products. Upon review of integra¿s complaint system since 2013 ¿ (B)(6) 2015, a total of (B)(6) similar complaints (including this one) related to ¿central line infections¿ for biopatch product family have been reported. Approximately (B)(6) units have been released for distribution since (B)(6) 2013 ¿ (B)(6) 2015, resulting in a complaint occurrence rate of approximately (B)(6). Conclusion: the initial reported customer speculation ¿device not functioning properly/not releasing sufficient chg¿ could not be confirmed since no units were returned for evaluation and no additional information was provided regarding actual infections potentially attributed to specific fg lots.

Event description:
It was reported the distributor of this device received an email from a sales representative has "seen a spike in their clabsi rates and are concerned that the product may not be functioning properly (not releasing a sufficient amount of chg for instance)." The distributor indicated there were no patient consequences. Additional information was received. The sales representative states that no additional information can be provided in regards to this file. The account will not provide any specific information, as the issue of infection and biopatch use was only a speculation, not a concern. They wish to not investigate this matter any further.